Event description:
It was reported that the cannulated 3.75mm titanium screw broke while inserting it. Surgeon was doing an open latarjet procedure, without the wedged plate. All was done according to surgical technique with appropriate pre-drilling. As it is not the surgeons technique to use a k-wire, he inserted the screw without it. While tightening (with no excessive force) the head of the screw broke off completely. He was unable to retrieve it as the partially threaded screw was already all the way in and without a 'head' to screw it out. No second surgery needed. The surgeon used a competitor´s partially threaded screw to finish the latarjet procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record was not performed as the lot number provided was incorrect. The evaluation revealed that a screw head from a cannulated titanium screw was returned. The device met all material specifications as received. This type of event is typically caused by continually applying torque after the screw is fully seated and/or improper bone preparation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.